Manufacturer narrative:
Additional information reported that a non-medtronic introducer sheath was used during the procedure. The sheath was difficult to insert due to the stenosis. Both the right iliac artery and the left iliac artery ruptured. The ruptures were identified during the procedure, when the physician aborted the procedure and the dcs was removed. Prior to noting the injury, a closure device was used. Per the physician, the closure device did not cause or contribute to the ruptures. The cerebral infraction occurred and was identified on the day of the procedure. Intravenous medication was administered for the cerebral infarction. The cause of the cerebral infarction was unknown; however, it was reported that due to the heavy calcification in the blood vessels, the dcs was considered as a possible cause. No additional adverse patient effects were reported. Updated suspect medical device. Updated eval code method: added 4115. 4114 no longer applies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: a device history record (DHR) review was performed on the dcs and there were no correlations / issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. The subject delivery catheter system (dcs) was not returned for analysis. No image file was received. The reported event indicates that the dcs could not pass the right iliac artery (ria) or the left iliac artery (lia), the procedure was aborted. Difficulties advancing the dcs through the vasculature is known to be related to factors such as patient anatomy and physician technique, including guidewire and introducer sheath selection. In this case, it was noted that the patient¿s blood vessels on both legs were unexpectedly narrow and heavy calcification was also presented in the blood vessels. This indicates that the probable cause of the advancement difficulties was patient anatomy. Advancement difficulties do not typically indicate a device issue. During the procedure, a rupture occurred at both right iliac artery and left iliac artery. Vascular injuries, such as rupture, are a known potential adverse patient effect per the evolut pro system instructions for use (IFU), and are typically related to patient factors (anatomy, comorbidities, etc.), and/or procedural effects (sheath used, user technique, puncture cut location, etc.). The cause of the rupture could be attributed to calcification and the narrow vessel. A stent was implanted; however, the patient developed cerebral infarction and renal failure. Renal injury or failure is a known side effect of certain blood pressure medications or reaction to fluoroscopic dyes and is a potential adverse effect per device IFU. A conclusive cause could not be determined from the limited information available. A variety of factors can influence the onset of stroke, and it is a known potential adverse effect per device IFU. Based on the limited information available, an assignable root cause of the stroke cannot be conclusively determined and the relationship to the dcs could not be established. Subsequently the patient expired 10 days following the procedure due to multi organ failure. No autopsy information was provided. A conclusive assessment of the relationship between the event and the device could not be reached. A procedure, or device-related, death is an inherent risk, and it can occur despite an ideal implant procedure or device functionality. There was no indication that a malfunction or failure to meet manufacturing specifications contributed to the reported event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the delivery catheter system (dcs) was not returned for analysis, despite request by the manufacture; therefore, no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the attempted implant of a 26 millimeter (mm) transcatheter bioprosthetic valve with this delivery catheter system (dcs), the dcs could not pass the right iliac artery (ria) or the left iliac artery (lia). The lilac artery ruptured and a stent graft was implanted. It was reported that the blood vessels of both legs were unexpectedly narrow and subclavian access was also determined to be difficult. The procedure was aborted without implanting the valve. Cerebral infarction then developed. Renal function was exacerbated and acidosis developed. Communication became difficult and mandibular breathing developed. Ten days following the implant procedure, multi organ failure occurred and the patient died. It was unknown if an autopsy was performed.